Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set experienced a connection failure. The event was described as ¿bag-tubing connection failures¿. It was further reported; the connection failure was due to the spike ¿diameter of this product was slightly smaller¿. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.